Event description:
Customer reported that "puncture needle leaking at the cone".

Manufacturer narrative:
(B)(4). The customer returned one introducer needle and lidstock for evaluation. Visual examination revealed one large crack in the needle hub. The crack also caused a piece of the hub to separate. The returned introducer needle was attached to a water-filled lab inventory syringe and flushed. Significant leaking was detected from the cracked hub. A device history record review was performed with no relevant findings. The customer report of a separated needle hub was confirmed by complaint investigation of the returned sample. The needle hub contained one large crack which also partially separated a piece of hub. A device history record review was performed with no relevant findings. Based on the condition of the sample received, design caused or contributed to this event. A CAPA has previously been initiated to further investigate this issue. Corrective actions have not yet been implemented.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reported that "puncture needle leaking at the cone".